Event description:
The customer reported that they are having technical problems with the speakers with no alarm. The device was in clinical use at time the issue was discovered. There was no adverse event or patient harm reported.